Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer stated that the issue did not happen again and that the case was finished with no further issues. The tse found no related errors in the system logs. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy surgical procedure, the universal surgical manipulator (usm) 3 moved after the system was docked. The customer stated that it did not happen again, and that the case was finished with no further issues. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted no related errors. The procedure was completed with no reported injury. Isi made multiple follow-ups attempts to obtain additional information, however, no further details have been received as of the date of this report.